Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks d4/h4: the lot number was not provided; thus, the following information are unknown: unique ID, expiration date, and manufacture date. Block h3/h6: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt device was used in a peripheral procedure to treat a severely calcified sfa. Prior to use of the angiosculpt, a spectranetics turbo power laser was used. Then, the angiosculpt balloon was inflated to 12 atm, but the balloon had twisted. A portion of the balloon ruptured and the other portion remain inflated, using an external needle to deflate the balloon. During removal, the guidewire got caught on calcium and prolapsed the balloon. Upon removal, the scoring element appeared to be everted (pulled distally/forward) from the balloon but remained intact to the device. The procedure was completed using a dcb balloon. No patient injury reported. This adverse event and product problem is being submitted due to the balloon rupture and deflation issue, requiring additional intervention.